Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: grade 2 ptosis. (B)(6), additional phone number was provided. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic-caucasian female patient who underwent a primary breast augmentation with mentor smooth round moderate profile saline breast implants (250cc on the left and 275cc on the right) has experienced bilateral anisomastia (grade 2 ptosis), right-sided breast pain and right-sided implant deflation postoperatively. The diagnoses were confirmed by a physician. As a result, the patient underwent explantation and replacement with non-mentor (allergan) breast implants on (B)(6) 2020. This medwatch report is for the left-sided implant.